Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the device displayed error code 1008, ¿vent-inop: machine and proximal pressure sensors failed.¿ it was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer stated that during service the unit alarmed with error code 1008 following a blower replacement; the blower-related issue was documented under a separate record (MFR report number 2518422-2025-058939). The customer further reported that error code 1008 did not reoccur after service and that the issue has been resolved. The investigation concludes that no further action is required at this time; however, if additional information becomes available, the complaint file will be reopened.